Manufacturer narrative:
(B)(4). Date sent: 11/17/2025 d4: batch # 598a67 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one vasecr35 reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. The batch number on the reload showed that the reload was expired as of dec 31, 2024. While we have no reason to believe this contributed to the reported event, it should be noted that the device returned appears to have been used after the expiration date. The event described could not be confirmed as the reload was received fully fired. Additionally, photos were provided and they showed a reload fully fired. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device vasecr35 with lot number 413d56; and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 598a67, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the device would not fire. Changed to a new one to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.